Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h6. Fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30014384 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of jun-19 through may-21, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data: g1.

Event description:
Patient reported "some peri implant fluid and subcutaneous edema of the right chest implant" diagnosed via MRI, and infection. Patient additionally reported "two pale scars under breast had turned pink and were warm" which were deemed to be not device related by a physician along with a history of breast cancer which is not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the two pale scars I have under my breast had turned pink and were warm" and "some peri implant fluid and subcutaneous edema of the right chest implant".

Event description:
Patient reported "some peri implant fluid and subcutaneous edema of the right chest implant" diagnosed via MRI, and infection. Patient additionally reported "two pale scars under breast had turned pink and were warm" which were deemed to be not device related by a physician along with a history of breast cancer which is not device related. The device remains implanted.